Manufacturer narrative:
H6: investigation: bd received 4 samples for investigation of material # 367819, batch # 0338230. The samples were evaluated by visual examination and the indicated failure mode for foreign matter (silica clump in the tube of 3 samples and dirt on the hemogard shield of 1 sample) with the incident lot was observed. The white foreign matter inside the tubes is a piece of silica coating material. Bd determined that the root cause of the indicated failure mode for the silica clump was attributed to coating buildup on the coater nozzles which then flaked off into the tube during manufacturing. The tubes should have been discarded prior to packaging. Bd could not determine the origin of the dirt on the hemogard shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® serum/cat blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: fm in tube ×3; dirty cap ×1."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum / cat blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: fm in tube ×3, dirty cap ×1."